Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a red and itchy rash. The sensor was inserted on (B)(6) 2016. Date of issue and sensor insertion are approximations. The affected area was treated with hydrocortisone cream, prescribed on (B)(6) 2016. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.